Event description:
It was reported that the patient's pdm (personal diabetes manager) was melted at the charging port while the device was charging. The patient reported not using an insulet supplied charging cord. No impact to the glucose levels was reported. No medical treatment was required. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.